Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m54x4m. Additional information requested but unavailable: what type of procedure was the device used in? When the trigger got locked, did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? When the trigger got locked, did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? When the trigger got locked, was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? How was the procedure completed? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? If yes, please explain. The analysis found that one ec60a device was returned in good visual condition and with one ecr60b cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during an unknown procedure, the device did not work during the anastomosis, the trigger got locked making the device unavailable to use. Unknown how the procedure was completed. "There was any adverse event" for the patient.